Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed while priming. The customer mentioned that he went to swim and when he came back, insulin was squirting out. The blood glucose reading was 113mg/dl. No further information was provided.